Event description:
After use of the device for a cardiopulmonary bypass procedure, the perfusionist reported the central control monitor (ccm) screen went black. The ccm was rebooted, the heart lung machine power base was power cycled, and the screen came on normally. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.